Event description:
A malfunction was reported with the display of malfunction code malf 0, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur afterwards. The customer was informed they could continue using the pump and advised to call back if any issues arose again.